Manufacturer narrative:
The device has been returned and evaluated by product analysis on 03/13/2014 with the following findings: a review of the pump history indicated that the last bolus delivery occurred on (B)(6) 2013 and the last basal delivery occurred on (B)(6) 2013. There were no alarms related to the complaint observed in the alarm history; only typical usage was observed. A review of the total daily dose history indicated that insulin delivery totals correctly reflected programmed values. The pump passed delivery accuracy testing and was found to be delivering within required specifications. No alarms occurred during testing. Investigation was unable to confirm or duplicate the original complaint. Unrelated to the complaint, investigation revealed that the display screen was dim and discolored but was still legible. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2014, the reporter contacted animas alleging a blood glucose level of 20 mg/dl requiring hospitalization after resuming pump therapy. The reporter indicated having been off the pump for about one month and had resumed the pump after meeting with an endocrinologist. The reporter stated that the pump load and prime steps were performed without issue and blood glucose at the time was 20 mg/dl. The reporter stated that within 30 minutes, blood glucose levels dropped to 20 mg/dl. The reporter indicated that when the pump cartridge was inserted into the pump, the pump had 200 units in it, the reporter stated that when the cartridge was removed it only had 100 units. The pump history was reviewed and could not account for the 100 units of insulin that were missing. This report is made based on the allegation that the patient was hospitalized for hypoglycemia associated with an allegation of 100 units of insulin missing that remained unaccounted for after troubleshooting.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.